Event description:
It was reported by the patient that the pod was not communicating with the controller. The patient mentioned that this issue had a medical event but no details were given. After a follow up the patient stated they spoke to customer product support about it didn't want to go through it all over again.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the medical event or to determine if it could have contributed to the product. No lot release records were reviewed, as the product lot number was not provided.